Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged esd700 component on the distribution node pca. In addition, the therapy electrodes had deployed gel. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the esd700 component. There was no death or adverse event associated with the belt malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/19/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that an electrode belt failed a pulse test.